Manufacturer narrative:
A ge service rep performed an onsite investigation. The power panel cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. There is no report of pt injury.